Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. The expiry date of the lot number involved was 31st may 2021. Bd was unable to duplicate or confirm the underfill failure mode because the tubes have expired. Expired tubes will draw less volume than tubes still within their shelf-life. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd seditainer¿ 4nc 0.105m 0.45 ml blood collection tubes there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the tube did not fill to filling line."